Manufacturer narrative:
Date sent to FDA: 9/28/2020. Additional information: d4, h4. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 9/21/2020. H6 patient code: 3191- non healing abdominal wound. Additional information: a2 , d3, g1, g2. Additional b5 narrative: it was reported that the patient experienced abscess and non healing abdominal wound.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted the patient had formed a granulomatous tunnel that was nonhealing all the way down to the level of the fascia and the mesh. The surgeon removed the tails of the mesh that were above the fascia and removed all the old granulomatous nonhealing unhealthy tissue. It was reported that the patient experienced severe pain, nausea, inflammation and loss of appetite. No additional information is provided.